Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the staples will not release. Another like device was used. There was no pt consequence.